Event description:
It was reported the "needle got stuck in the guide in use" and the guidewire was kinked. The consequence was a delay in the treatment due to time to remove the device and insert another catheter. No other clinical consequence.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the "needle got stuck in the guide in use" and the guidewire was kinked. The consequence was a delay in the treatment due to time to remove the device and insert another catheter. No other clinical consequence.